Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode presented to the emergency department (ed) at direction of the primary care physician, due to an abscess on his mid sternal area at the site of incision. An incision was made and the abscess was drained. The issue was assessed to be folliculitis and not an infection, with the incision appearing to be well healed. However, it was later reported that an infection was suspected after all and was related to the implant procedure. No further interventions were performed. The electrode remains in service. No additional adverse patient effects were reported.